Event description:
A central venous nutrition -cvn- bag for the pt was hung on the IV pole. The material of the bag was different and weaker than previous bags used for cvn. The hole for hanging the bag onto the IV pole tore under the strain of 2l of fluid weight. About 1/3 of the liquid in the bag drained out due to the fall of the bag and tear of the IV tubing.